Manufacturer narrative:
Updated fields: d8, g2, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center (tac) that the visera elite video system center presented a b30 (scope communication error). The customer had since used the same endoscope on a different system and noted that the scope had worked fine with no problems and no error code. There were no reports of patient harm associated with this event. The customer was contacted again via voicemail. After the call, an email reply was received from the reporter stating that the problem had been resolved.